Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 14.0, 67.0, and 123.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned pod8 revealed some pusher assembly kinks. These kinks may have been due to advancing against the reported resistance during the procedure. During the functional test, the pod8 was advanced through a demonstration microcatheter with some resistance as the pusher assembly kinks were advanced through its introducer sheath and the demonstration microcatheter. The pod8 was able to be advanced completely through the microcatheter and out of the distal tip. The lantern identified in the complaint was not returned to penumbra for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod8s. During the procedure, the physician successfully placed multiple ruby coils and pod packing coils (podjs) using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance a pod8 past the hub of the lantern, despite removing the pod8, flushing the lantern, and re-inserting the pod8 multiple times. The pod8 was therefore removed, and the procedure was completed using a new pod8 and the same lantern. There was no report of an adverse effect to the patient.